Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w, lot# l50556, implanted: (B)(6) 1998, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the catheter was revised, and the reason for the catheter revision was that the operative report indicated an inspection of the proximal end of the connector port revealed wear and tear of the connector requiring replacement. The event date was (B)(6) 2016. The event status was unknown. Actions/interventions was noted as unknown, but it was also reported that the catheter was revised and the connector was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the wear and tear of the connector was not determined. It was also noted the patient's baseline weight was not collected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient was receiving dilaudid 13.4mg/ml for a total dose of 7.999mg/day and compounded baclofen 1676mcg/ml for a total dose of 1000.5mcg/day. The clinical diagnosis was other wear and tear of the connector pin between pump and catheter. It was noted this was found during maintenance pump replacement on (B)(6) 2016. No further complications were reported/anticipated.